Manufacturer narrative:
The lead remains implanted but not in use, pending a possible revision procedure. This report will be updated if additional information is received.

Event description:
It was reported that this right ventricular (rv) lead appeared to deliver a shock into a shorted lead condition. The lead was implanted with a competitor's implantable cardioverter defibrillator (ICD). When the device delivered an appropriate shock for ventricular fibrillation (vf) the first shock did not convert the arrhythmia and the shock impedance was recorded as 0.0 ohms. The device switched shock configurations and the second shock was successful. A lead integrity issue was suspected. It was also observed that the associated right atrial (ra) lead exhibited noise and oversensing after the shocks were delivered and was programmed off. Technical services discussed both leads were likely compromised and a lead revision was recommended. The physician considered reprogramming the shock vector to the rv to can configuration, as that was successful; however, technical services discussed that the extent of the damage to the rv lead could not be known and as the patient has documented vf events, there was risk future therapy would be compromised. No adverse patient effects were reported due to this observation.